Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The patient's outcome was reviewed by abiomed's medical safety officer. The impella cp pump 1 malfunctioned during use and was able to be exchanged to successfully complete an impella cp placement for mechanical circulatory support without complications. While on impella cp pump 2, a left ventricle perforation occurred and there is not enough information to exclude the impella cp pump 2 as an associated factor to the patient's demise outcome (which is captured under complaint file (B)(4)).

Event description:
The user facility reported an impella cp pump was placed for the support of a patient admitted in with acute myocardial infarction. The pump was placed via single access but, the team punctured a hole in the pump. The placement signal (ps) and left ventricle waveform were lost and the pump was removed and replaced. It was reported that while on the replacement pump, the patient expired.

Manufacturer narrative:
The investigation of optical signal issue and product damage (hole in catheter) has been completed. The pump was returned for investigation. No evidence of physical damage was found in the returned product. All the 5s optical parameters were within the specification range. The pump passed the laser continuity test for the optical line. The pump was further tested in a bucket of water at different p-levels, and no issues were noted with the placement signal. The catheter was thoroughly checked, and no holes or damage were observed. Also, the red handle was opened and verified to had no blood in it. There was no product damage (hole in catheter) issue found on the returned product. Total of 51 minutes of case run time was recorded on the data log. The data log shows one instance of a motor current spike without significantly affecting the 5s optical signal parameters. No "placement signal not reliable" alarm was reported. The cause of the optical signal issue could not be determined, as the issue could not be reproduced on the returned product, and the clinical information was insufficient to derive the root cause. D9 device returned to manufacturer date added